Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for follow up, variable in capture thresholds were observed. Previously patient had high atrial capture thresholds with no capture at maximum output. Further testing was recommended. The lead remains implanted.